Event description:
Swelling of left knee [joint swelling], left knee effusion [joint effusion], pain in the site [injection site pain]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous use of suvenyl (once 2 or 3 weeks). On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml per week, into the left knee (first course; route of administration not provided. The lot number of synvisc was not provided. On (B)(6) 2012, the pt received second injection of synvisc and on (B)(6) 2012, she received third synvisc injection. On (B)(6) 2012, the pt developed "pain in the site" (injection site pain) and the same day, she had oral loxoprofen sodium hydrate at a dose of 60 mg. On (B)(6) 2012, the pt had joint effusion and swelling developed in the left knee. The same day, she had arthrocentesis of left knee with the amount of fluid aspirated 11 cc and received triamcinolone injection at a dose of 40 mg/dl as a treatment of swelling of left knee and joint effusion. On (B)(6) 2012, she started treatment for joint effusion and swelling of left knee with oral prednisolone tablet at a dose of 15 mg per day and gradually reduced the dose to 10 mg per day and finally to 5 mg per day. On (B)(6) 2012, the pt recovered from the event of swelling of left knee. The action taken with synvisc treatment was not provided. The outcome for the events of left knee effusion and pain in the site was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of swelling of left knee as definitive. The reporter did not provide the relationship between synvisc and the events of left knee effusion and pain in the site.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.